Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A headless trocar drill pin was returned for evaluation. Drill pin exhibits fracture and a fractured piece is missing and was not returned. Tip of the drill was found to be flared and the device exhibits severe damage at the middle portion. Dimensional analysis of the fractured pin found no deviations from the print specifications. The fracture surface of the returned device shows severe damage preventing further analysis. Device history record was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI - (B)(4). The following sections could not be completed with the limited information provided. Patient date of birth/age - ni. Patient weight - ni. Implant date - na. Explant date - na.

Event description:
It was reported that headless trocar pin got jammed in the tibial cut block.